Event description:
It was reported that a death occurred. The 90% stenosed lesion was located in a moderately tortuous and mildly calcified left circumflex artery (lcx), left anterior descending (lad) and left main (lm). A 38 x 2.75 mm promus elite was deployed in lad from ostia lad to mid lad. After deployment of the stent, the physician checked the flow, and the flow was ok. A 20 x 3.50 mm promus elite deployed from lm ostia to proximal lcx. After deployment of the second stent, the physician noted that the flow was slow. Then, after few times the flow was no flow. A medical treatment was given to the patient, but the flow was not improved. Then, the patient got sudden cardiac arrest on table. All possible treatments and CPR done by the physician; however, patient was not revived, and the patient had died.

Manufacturer narrative:
E1: initial reporter address: (B)(6).